Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during an gastrectomy procedure, the staples were malformed. There was a bad adjustment between the anvil and the jaw. The end of the staple line, the staple did not closed. A complete repair of the staple line was necessary. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.